Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer had initially tried various troubleshooting steps without success, but after resetting the pump on their own, charging resumed, and the issue was resolved without further technical support assistance being required.